Event description:
While the physician was operating, the laparoscopic scissor which is attached to the cautery cord, he noticed that the side of the lumen of the non-disposable part of the scissor was burned.